Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.

Event description:
The customer reported that they experienced a leak during a pca infusion. The report is unclear whether the leak occurred at the antisiphon valve or back check valve and the customer has been unable to clarify this. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.